Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was found unconscious and then hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. It was stated that the dr checked the insulin pump and found it was not functioning properly. The dr requested a replacement insulin pump. No details were given about how the dr checked the insulin pump. Nothing further was reported.